Manufacturer narrative:
Continuation of d10: product ID 37642 lot# serial# unknown. Product type programmer, patient product ID wr9200. Serial# unknown. Product type recharger product ID fp9000m. Serial# unknown. Product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient and stated they might be in over discharge since patient programmer won't connect and another patient's wireless recharge won't charge patient's implant. Caller didn't know when patient last recharged his implant. They had lost wr charging system.

Manufacturer narrative:
Continuation of d10: product ID 37642 lot# serial# unknown. Product type programmer, patient product ID wr9200 lot# serial# unknown. Product type recharger product ID fp9000m lot# serial# unknown. Product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient and stated they are unable to connect to ins with tablet and recharger will appear to connect to ins but then orange light immediately. Caller stated patient has had several falls, more tremors and therapy doesn't appear to be working clinically. Caller stated patient was last seen (B)(6) 2025 and ins was at 75% but suspected that may be the last time the ins was last charged. Caller stated that patient has been trying to charge, unsuccessfully, for the last month. Caller stated that ins had been in left abdomen but has moved 2-3 inches as it is now in their mid-abdomen. Tss reviewed that ins is likely over discharged and walked through initiating physician recharge mode with wireless recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep, reviewed over discharge and who can perform the physician recharge. Rep plans to find a way to meet with the patient.